Manufacturer narrative:
St. Jude medical chose not to retrieve or evaluate the device as the pt is (B) (6) positive. Review of the device history confirmed this lot met mfg requirements prior to shipment. We were unable to determine how the tip of the sheath became detached. The physician and hospital staff informed the st. Jude medical rep on (B) (6)2009 that an MRI or CT was performed and the radiologist did not see the tip of the sheath in the right atrium. At this point, the location of the detached tip is unk. It should be noted that this hospital previously stored the devices in a pyxis system. The st. Jude medical instructions for use state "store in a cool, dark, dry place". The pyxis machine is no longer being used to store this product. The st. Jude medical rep personally viewed the storage area and the sheaths are now stored in a dry dark storage cabinet. This device was mfg prior to implementation of a quality improvement project to investigate uv adhesive degradation of braided swartz introducers. (B) (4).

Event description:
It was reported as follows "during an atrial fibrillation procedure, the sheath was difficult to get through the septum. The physician had to push a number of times and was then able to cross the septum. He performed left atrial mapping and ablated with no problems or concerns. He pulled back to the right atrium (ra) and using the same sheath, did a tricuspid burn and vena cava burn. Everything was fine when he finished the case. When the hosp tech removed the sheath, the tip of the sheath was noted to be missing. The heart was x-rayed and the tip was found in the right atrium. The physician stated, he used a webster navistar g curve 3.5mm irrigation tip ablation catheter. The st. Jude medical rep then asked the doctor what his plan of retrieval was and he stated that he did not think about that. The physician and hospital staff informed the st. Jude medical rep on (B) (6)2009 that an MRI or CT was performed and the radiologist did not see the tip of the sheath in the ra. At this point, the location of the detached tip is unk. The physician stated the pt doing fine.